Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion alarm, despite there being no occlusions present between the pump and the medication bag. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned and therefore analysis was unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The event history log was not provided. The service history review had no indication that the complaint was related to a service of the device within the review period.